Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight (B)(6). Concomitant products included salbutamol since 2009. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity allergic or hypersensitivity reaction type: nickel/nickel allergy"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and complication of device removal ("complications from your essure removal procedure. Yes/ explained the complications") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and weight increased had resolved and the vaginal haemorrhage, menorrhagia, allergy to metals, migraine, fatigue, urinary tract disorder, bladder disorder and complication of device removal outcome was unknown. The reporter considered allergy to metals, bladder disorder, complication of device removal, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound scan vagina - on an unknown date: everything was in place right but was in lot of pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs received: case became incident. Injury nos was replaced with new events- menorrhagia, vaginal bleeding, pelvic pain, nickel allergy, bladder or urinary problems or changes, migraines, dyspareunia, fatigue, weight gain, complication of medical device removal. Updated outcome of events pelvic pain, dyspareunia, weight gain to recovered/resolved. Date of removal, lab data, reporters, patients dob, demographics, medical history and concomitant drugs were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.